Event description:
A report was received via social media that the patients ipg had flipped and could not get it to charge. The patient underwent a revision procedure. No further information could be obtained.